Manufacturer narrative:
The device and lead remain implanted. A boston scientific technical service consultant reviewed a save to disk and discussed that all ra and rv lead impedance measurements remain stable and are within the normal expected range. While the shock impedances gradually began increasing over the past 12 months from 100 to 144 ohm. The ICD was implanted on (B)(6) 2010 and has not delivered any shocks. It was noted that the ICD lead configuration is single coil, therefore, the true shock impedance is unknown and there are no events stored in the arrhythmia log book. It was advised that high shock lead impedance values up to 130 ohms can be expected with a single coil configuration and if no shocks have been delivered over a long period of time, this may cause a gradual increase of shock lead impedances. Based on the facts that the shock lead impedance measurements are currently above the maximum expected range, and that the device has never shocked the patient it was highly advised to perform lead integrity testing at maximum energy or at least not less than 1.1 joule to verify actual rv lead real shock impedance. The patient is fine and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead revealed high shock impedances greater than 125 ohms. A boston scientific technical service consultant was contacted and a save to disk was sent in to an engineer for evaluation of the shock impedance measurements. The device and lead remain in service and the patient will be monitored closely. No adverse patient effects were reported.